Event description:
Dealer reported that the end user alleges after 30 minutes of the tdxsp-mcg power chair being operable, the chair shuts down and the joystick shows a red screen. End user did not know what the red screen displayed. Dealer was not able to duplicate the issue